Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: 0503240000-2019-8046, batch/lot number: 7045645, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients wounds were draining and not healing due to long term steroid use. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained.